Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during preparation of the device, a new cardiac cath lab technician prepped the device; however, when negative was being pulled, the protective sheath was removed and the stent dislodged on the back table. There was no resistance noted during removal of the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.